Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared slightly misaligned. The stapler was returned with 32 staples remaining in the cover block, indicating that at least 3 staples were fired by the customer. No evidence of use in the form of biological material was present on the device. The trigger was returned partially engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples fired. Multiple attempts were made but the misalignment of the first two staples prevented the remaining staples from firing correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Flash was observed within the cover block. Additionally, die casting anomalies were discovered on the forming tool. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A CAPA was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. The CAPA identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "after firing two staples, the third staple and after didn't come out from the stapler during a surgery. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Event description:
It was reported that "after firing two staples, the third staple and after didn't come out from the stapler during a surgery. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.